Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zimmer femoral component, catalog #: unk, lot #: unk; unknown zimmer bearing component, catalog #: unk, lot #: unk; unknown zimmer tibial tray, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01634, 0001822565-2019-01635. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain, loosening and possible sensitivities to nickel.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain, component loosening, allergic reaction, and difficulty ambulating approximately three and a half years post implantation. No revision procedure has been reported.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: three phase bone scan at a year and a half post-implantation suggestive of loosening; office visit at three years post implantation had post-operative pain (5/10), denies instability, no infection/drainage, gait pattern mildly antalgic toward the left bearing full weight, rom 0-110 degrees, radiographs show loosening of the tibial and femoral components. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). 42500806801 persona femur 62678219. 00596205014 nexgen articular bearing 62287693. 42540200032 all poly patella 63485643. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple MDR's were filed in association with this reporting: 0002648920 - 2019 - 00880. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no related manufacturing deviations identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.